Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that following an initial knee arthroplasty, the patient underwent a manipulation procedure approximately six weeks post operatively. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed from review of operative notes received. No devices or photos were received because the devices remain implanted; therefore the condition of the components is unknown. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The most probable root cause for the issue of limited range of motion cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The following sections have been updated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported prior to the patient's manipulation procedure that the patient's preoperative motion was from 10 degrees lack of extension to 75 degrees of gravity flexion.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Medical products - all poly patella size 29 mm dia. Standard 8.0 mm thickness catalog #: 00597206529 lot # 62244406, tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using catalog # : 00598004701 lot # 62167056, femoral component option size f left compatible with lps-flex prolong catalog #: 00596401651 lot # 62221510.